Event description:
Physician reported right side rupture. Device explanted.

Manufacturer narrative:
. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage and observed a broken assessed as surgical damage. As per the investigation procedure, creases were observed, a workmanship was observed not related to the complaint for a split in patch ss event. A further investigation is requested.

Event description:
Physician reported right side rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed a workmanship split in patch not related to the complaint. The event of rupture was observed, but the workmanship has not relation to reported complaint. Therefore, the reported event was not confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy (v8.0) was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event only inv-73303 in july 2023 no additional actions are deemed required at this time. The issues with split in patch event will continue to be monitored and corrective action taken in the future if deemed appropriate.